Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and two similar complaints for this lot were identified.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. Root cause has not yet been determined. A review of the complaint database was performed and two similar complaints for this lot number was found. A review of the device history record was performed and no exception documents were identified.